Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt presented with eye pain upon awakening, five months following bilateral photorefractive keratectomy (prk) surgery. Corneal erosions were noted. A completed questionnaire was returned which indicated the event continues and is improving with treatment of medications. There are two med device reports associated with this event. This report is for the right eye.